Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 311.431. Lot: 2299473. Manufacturing site: bettlach. Release to warehouse date: 19.oct.2007. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: zuchwil. Visual inspection: the returned handle is in a strong used condition but fully functional. Only small brown spots are visible at the coupling as complained. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is therefore confirmed. Due to the age and the strong used condition of the device, we do assume that the device underwent several cleaning and sterilization procedures over the years. This continuously processes, could have had an impact on device's surface. Because of several feedback's from the market with the same nature of issue as reported in this complaint, we want to bring up our technical expertise which was performed for devices with canevasit handles as follows: tests carried out by an independent laboratory (medical device services, d-82205 gilching) have confirmed that a new canevasit handle, after sterilization is not cytotoxic. An instrument with canevasit handle was subjected to 200 reprocessing cycles (each consisting of washing/disinfecting and steam sterilization) under worst case conditions compared to the reprocessing instructions. During this test, only a gradual (and acceptable) darkening of the handle was observed, and no signs of more severe degradation, such as bleeding or erosion were found. As part of our aspiration to offer the best quality products to our clients, in 2013, synthes has initiated a program to replace the canevasit/phenolic handles of all instruments sold with either medical grade silicone rubber or polyphenylsulfone (ppsu). We have identified over 300 different instruments with canevasit/phenolic handles. Many of the most sold articles are already available in either silicone or ppsu. To remain within current regulations the exchange program has to follow stringent guidelines to ensure the instruments are safe and fit for purpose. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the hospital performed autoclave sterilization of a large handle with quick coupling. After sterilization, a brown liquid oozed from the metal part of the handle. The hospital cleaned the handle by soaking in an unknown chemical liquid to eliminate proteins; washing with flowing water using an unknown neutral enzyme detergent; using jet cleaning and lastly autoclave sterilization. The handle was bought about ten (10) years ago. There was no patient and procedure involvement. This report is for a large handle with quick coupling. This is report 1 of 1 for (B)(4).